Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 419 mg/dl. The customer had delivered a bolus prior to contacting cts to stabilize bg level. During troubleshooting with tandem technical support (cts) the customer noted discoloration in the tubing. Reportedly, the customer loaded the cartridge with cold insulin. The customer was educated to only load insulin at room temperature. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.